Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The complaint record reasonably suggests that no further information can be obtained to complete a full assessment. (B)(4).

Event description:
It was reported via phone call that the device has been alarming no delivery. The customer has replaced reservoir three times and it continues alarming. The customer's blood glucose was elevated, but reading was unknown. The customer was advised the set will need to be replaced. The customer was advised to call back to continue troubleshooting.